Manufacturer narrative:
Product event summary- the device was returned and analyzed. No anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-45 lead, (B)(6) 2011; 6947-58 lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that there was unexpected battery longevity. It was noted that the "device was likely not optimally programmed by the follow-up clinic to maximize battery longevity." The device was removed and replaced. No patient complications have been reported as a result of this event.